Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor would not display images. To restore functionality, the monitor of the viewing station of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect monitor has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the viewing station of the imaging system was damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the monitor for the viewing station of the imaging system was completed by medtronic personnel. Testing found that the monitor was physically damaged. Internal led display was cracked and the height lock <(>&<)> unlock feature of the monitor was damaged. If information is provided in the future, a supplemental report will be issued.